Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the gel on the pad to be dry. The pad was returned out of pouch. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation did not identify any defects with the pad that would have contributed to the reported event. Visual inspection found the pad to have been assembled correctly. The pad passed continuity testing. The pad failed erit testing and during impedance testing the return electrode monitor(rem) alarm sounded. This is a designed safety feature and that would occur if the gel had dried out at the time of procedure, it therefore functioned as intended. The rem feature of the return electrode operates by measuring the electrical impedance at the return site. Should this impedance vary beyond an established level, the rem alarm will sound and the generator will not activate. The dry pad is probably a result of the manner in which the pad was shipped to pmv for investigation. Moisture loss occurs as soon as the pad is removed from the pouch. No fault was found with the pad. As per the customer's report that the burn might have happened when disassembling reusable cable from disposable handset, it can be concluded the pad tested satisfactory and is not related to the failure mode. The investigation did not identify any defects that would have contributed to the reported failure. The dry pad failure is probably the result of the pad being opened, applied to a patient and the then returned for investigation without a cover. The instructions for use(IFU) states, select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and apply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the grounding pad left a mark on the skin that looked like a burn.